Manufacturer narrative:
(B)(4). The device could not be interrogated upon receipt. The device was tested on the bench and excess current was found in the hybrid. The cause could not be determined.

Event description:
This report is to advise of an event observed during analysis.